Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system¿s collimator closed or coned down thereby necessitating a reboot. There was no patient injury or death reported.